Event description:
The pump was returned to animas. Investigation found an intermittent up arrow and bolus buttons. This report is made based on the results of evaluation.

Manufacturer narrative:
The pump has been returned and evaluated by product analysis on (B)(4) 2012 with the following findings: the keypad was found to be intact. The up arrow button was found to be intermittently responding to button presses. The keypad was removed and contamination was found under the down and contrast button contacts. The bolus button was also found to be intermittently responding to button presses. Unrelated to the issue, the display screen was found to be faded and discolored. Also unrelated, the battery compartment was found to be cracked. The user guide instructs the patient that cracks, chips, or damage to the pump may impact the battery contact and / or the waterproof feature of the pump. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.